Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) having atypical backup battery fault alarms was confirmed via log file analysis and investigation of the system controller. The system controller returned in unremarkable condition; however, the backup battery returned with a bent pin. The system controller and backup battery were functionally tested, and when the black power cable was disconnected, a backup battery fault alarm activated, confirming the reported event. The system controller otherwise functioned as intended, and the bent pin did not prevent the backup battery from supporting the system as intended. The pin was bent back into place, and the alarms resolved, and the controller was able to pass all functional testing without issue. The bent pin prevents the controller from properly sensing the presence of the backup battery, activating the alarm. Data was reviewed in the downloaded log files. Throughout the data reviewed, atypical backup battery fault alarms activated while the black power cable was disconnected, consistent with the observed bent pin. The driveline was not connected to the controller for the duration of the data reviewed, consistent with this being the patient¿s backup. The root cause of the reported event was determined to be a bent pin on the backup battery. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Inspection data for the backup battery was reviewed and revealed that it passed. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU¿ ¿equipment storage and care¿ and section 6 of the patient handbook¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Section 5 of the IFU¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the backup system controller from the implant had an emergency backup battery (ebb) fault out of box. The system controller was not used. A replacement was requested for the system controller and ebb.